Event description:
It was reported that the ventilator's wheel detached. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2024-00733. Based on information received 7/19/2024, correction of field serial#, # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) was required: serial#: - previous serial#: (B)(6), corrected serial#: (B)(6). D1 - brand name. Previous brand name: servo-I, corrected brand name: base unit servo-n. D4 version or model #, previous version or model #: servo-I, corrected version or model #: 6688600. # d4 unique identifier (UDI): previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).